Manufacturer narrative:
The reported event was addressed with phone support. Customer undocked, then re-docked the endoscope and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the camera issue was resolved by undocking and redocking the scope.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the endoscope image was upside-down on the monitors and console views. The procedure was completing as planned with no reported injury.